Event description:
The customer reported being unable to acquire 12-lead ECG which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG which could impact or delay diagnosis or treatment. On 05/13/2008 the field service engineer evaluated the device. The symptom could not be duplicated and the device passed all testing. No related parts were replaced. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The customer has not called back regarding this issue for this device. (B) (4).